Manufacturer narrative:
The device was returned but analysis could not be performed due to legal restrictions.

Event description:
It was reported by the patient that they have experienced pain and suffering due to having an implantable cardioverter defibrillator (ICD) implanted that was knowingly defective. The patient stated that this is the second time they had to go under the knife due to receiving bad defibrillators. The device was explanted and replaced. No further patient complications have been reported as a result of this event.